Event description:
It was reported that the pt no longer has any access to sound. Testing showed that 11 of the electrode channels have high impedance. The device has failed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.